Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/14/2024, it was reported by a sales representative via e-mail that an ar-1588tn-21 tightrope® ii abs implant had one long solid piece of tape come out. This occurred during an acl allograft reconstruction with fql while the surgeon was tensioning the tibial tightrope and had gone back and forth with each suture tail a few times when one long solid piece of tape came out after a pull on one side. The surgeon always whipstiches a 2nd suture on the tibial side so they used that safety stitch to tension around a post.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.